Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that a suspected diagnostic anomaly was observed whereby the patient's implantable cardioverter defibrillator (ICD) triggered a notifier alert on 20 jul 2023 noting the elective replacement indicator (eri) had been reached but when interrogated jul 11, 2024, all auto measurements were still on including the rate response which was on. It was noted that the patient was not being followed remotely by their following cardiologist. The ICD was replaced due to (eri). The patient was stable.

Manufacturer narrative:
The reported event of inaccurate measurement could not be confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.